Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, while attempting to treat a mildly calcified lesion in the distal lower anterior descending, the stent was noted to have separated from the delivery system while it was being positioned at the lesion. The delivery system was removed and the stent was retrieved with a snare. Another stent was successfully implanted and no other complications were reported.